Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the pt experienced loss of stimulation and return of pain. Rep reports observing high impedances on electrodes 5 (8200), 6 (14400), and 7 (33450). Rep also reports checking connectivity with the patient leaning forward and in sitting/upright position and contact 7 would go green while sitting up to red while leaning over just on contact 7. Rep reports they were able to reprogram around the high impedances on electrodes 5-7 and get adequate coverage for the pt. Pt educated that if they lose therapy again they will need to speak to their physician on next steps. The cause of the issues was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.